Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the diagnosis procedure. The procedure was delayed and completed by restarting the system. The customer reported that there was no display during examination. A review of the system logfile found error related to motor assembly. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the service quotation was cancelled by the customer. To date, there have been no further reports of this issue. Upon follow-up the customer confirmed that device is in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there was no display during examination. The device was in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.